Manufacturer narrative:
E1: name: (B)(6). Country: saudi arabia. Address ¿ line 1: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported by patient that tape not sticking located on thigh after one day of insertion on (B)(6) 2026.